Event description:
The surgeon was drilling the calcaneus bone in order to insert a calclock screw during a procedure. The drill bit got stuck in the drill guide during the procedure preventing further drilling. The surgeon switched to another drill and guide and completed the surgery without incident. The patient is reported to be doing fine.